Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication, with a 1000ml container size, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare patient returned to the clinic. At that time, the nurse reported the device display indicated 1300ml had been delivered; however, there was 400ml remaining in the container. The customer contact did not specify the volume expected to be remaining in the container. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the pump history indicated the only programming for the month of (B)(6) occurred on (B)(6) 2011 at 1644, when the pump was programmed for continuous only delivery in ml, at a rate of 100ml/hr, a 9999 vtbi (volume to be infused), a 0ml/hr kvo rate (keep vein open), a 9999ml container size and the air sensitivity was off. At 1647, a start alarm occurred. At 1650, the delivery was started. At 1653, a 09/11/041 (motor stack error) occurred. At 1654, the device was powered on using battery power, the delivery was started. At 1656, a 09/001/41 (backward motor movement) occurred. This report represents all the information known by the reporter upon query by hospira personnel.